Event description:
The 840 ventilator stopped cycling while it was in use on a patient. There was no patient harm or injury reported with the event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop condition. The cse inspected the device and replaced the safety valve. The unit passed extended self testing.